Event description:
A malfunction occurred when the mobile app crashed while the customer was loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully re-launched the app and no further assistance was required.